Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the resistance during the deployment process was large and the stent could not be retracted. It was suspected that there was a problem with the stent. After it was withdrawn from the body, it was found that the stent was dislodgement. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.  The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery segment aneurysm with a max diameter of 9 mm and a 7 mm neck diameter. The landing zone was 4 mm distal and 5 mm proximal. It was noted the patient's blood flow was xxx and vessel tortuosity was severe.  Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was (B)(4). Angiographic result post procedure was ;left internal carotid artery segment aneurysm.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. The catheter was not returned. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The braid's distal and proximal ends were found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. Testing/analysis: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the stent is detached from the stent guidewire. There was damage to the stent. Suspected that there was a problem with the product itself. Resistance occured in the distal section of the catheter. There was no damage to the pipeline pushwire or catheter. A xt27 catheter was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.